Event description:
It was reported that the patient was not able to adjust the stimulation. It was noted that the patient programmer displayed that the patient needed to charge his implant. It was noted that it had been a week and the patient could not charge the implantable neurostimulator (ins). It was noted that the patient was not able to get coupling. It was noted that the patient¿s ins moved around since implant and ¿more so¿ at the time of the report than when it was first implanted. It was noted that it moved around half an inch. It was noted that the patient did ¿bump his device.¿ it was unknown if the ins was flipped.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).